Manufacturer narrative:
The description of event suggests that the ventilation was not compromised but the users decided to replace the device in a controlled maneuver. No injury or serious impairment in state of health of the patient has been reported. There was no involvement of draeger s&s organisation after the event - no further details could be obtained - the actual state of the device is unknown. Due to the very limited information no investigation is possible. Reportedly the device detected an irregular situation and generated an alarm, but no details about type or displayed alarm message were provided. It is readily apparent to the user that respiratory readings are not available on the workstation's screen. The case was closed due to insufficient information.

Event description:
It was reported that during use on a patient the ventilator suddenly displayed no respiratory parameters on the screen - while the ventilator continued to alarm. The patient was connected to another ventilator - no injury or serious impairment of patient´s health was reported.